Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported error code 570.6200 on 8300 unit. There was no patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of error code 570.6200 on 8300 unit. Technical support - 1. Tech has error code 570.6200 on etco2 unit 2. Has to do with the continuous built-in test failed. 3. Needs to replace the etco2 board on unit 4. Confirm part # and price quote for repair services. A review of the device history record showed the device had a manufacture date of 01/11/2011. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, technical services determined that the proximate cause of the reported issue was due to electrical failure of the etco2 unit causing error code 570.6200. A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. H3 other text : no product returned.

Event description:
The customer reported error code 570.6200 on 8300 unit. There was no patient involvement.